Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd gravity / pressure infusion set check valve malfunction. The following information was provided by the initial reporter: error check valve / bcv non-return valve is not working correctly. Infusion fluid runs back through the valve.

Event description:
It was reported that the bd gravity / pressure infusion set check valve malfunction. The following information was provided by the initial reporter: error check valve / bcv non-return valve is not working correctly. Infusion fluid runs back through the valve.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-jan-2023. H6: investigation summary ten (B)(6) samples from lot 20220517 were received for investigation; nine samples were received in sealed packaging and one sample was received in opened packaging. Residual fluid was present in the device received in opened packaging. The (B)(6)samples were also received with one b.braun 50ml syringe, one b.braun extension set, one b.braun three-way stopcock and one mfx1605 all in sealed packaging. Additional information provided by the customer indicates that the backflow was observed while a gravity infusion was being conducted, and that the back check valve (bcv) would function as expected when a high pressure bolus was pushed up the infusion line. A visual inspection of each of the samples found no obvious damage or manufacturing defects which may have contributed to the customer's experience. Attempts were made to replicate the customer's experience of backflow, however in each instance the back check valve successfully occluded the line when back pressure was applied. The details of this feedback were forwarded to the legal manufacturer, anhui tiankang medical products co.,ltd, for investigation. It was not possible to confirm the exact root cause of the customer's experience in this instance. There were no issues identified during testing of the returned products, and it was not possible to identify any manufacturing defects which could have caused or contributed to the customer¿s experience. A review of the production records from lot 20220517 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations into similar reports of this nature have identified that some back flow can occur under certain conditions: ¿ excessive pressure ¿ if an excessive internal pressure is applied it has been found that the bcv membrane can temporarily flex or deform; after which a low-pressure bolus could potentially bypass the valve until the membrane returns to its normal shape/position. It is possible for small volume syringes to generate an excessively high pressure during a hard manual bolus. Particulates ¿ if any solution borne particulates become trapped in the bcv, it can cause the membrane to remain in the open position allowing some backflow to occur. Counter flow pressure differential - bs: en: iso 8536-12: (infusion equipment for medical use. Check valves) states ¿the check valve shall close at a pressure of not more than 2kpa in its counter flow direction valve"; therefore, if the pressure difference between a gravity infusion and a back pressure is less than 2kpa, it is possible for back flow to occur. H3 other text : see h10.